Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50e serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that during the trial procedure, the patient was unresponsive due to being much sedated and patient¿s pulse rate drops. The patient was administered with epinephrine and the patient recovered. The patient was reportedly doing well after the procedure.

Event description:
A report was received that during the trial procedure, the patient was unresponsive due to being much sedated and patient¿s pulse rate drops. The patient was given epinephrine and the leads were pulled out. The patient was reportedly doing well.